Manufacturer narrative:
Received one (1) used smallbore bifuse ext. As received a seal tear was observed on the face of one of the microclaves. On that same microclave drops of fluid were observed in the body of the clave. No additional damage or anomalies were observed. No mating devices were returned for evaluation. Each microclave was activated with an ICU medical-provided syringe. A stick down was observed on the microclave with a seal tear. Upon disassembly, only damage was observed on the microclave with the seal tearing. The seal tearing was observed to go down the side of the seal. Additionally, a hole in the side of the seal was also observed, typical of a needle strike. No damage or anomalies were observed on the body or the spike or upon the disassembly of the second microclave. The complaint of leaking from a seam where the clave attaches to the tubing' can be confirmed due to the damage observed on the seal of the microclave. The probable cause of the observed damage is typical of access with an incompatible mating device. The damage observed on the clave is typical of access with a needle. The dfu states ' do not use needles, blunt cannulas, or luer caps on needle-free connectors. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Correction: d4 primary UDI number: (B)(4).

Event description:
It was reported that a 6" (15cm) smallbore bifuse ext set w/2 clave¿ clear, 3 clamps, spin luer generated a leak during patient use. It was stated in the report that it leaked from a seam where the clave attaches to the tubing, and they are supposed to be fused nothing screwed on. This caused one of their patients¿ glucose levels to drop from 72 to 44 and they completed a hits report. There was no delay in therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.